Event description:
Same case as MDR ID#2134265-2012-00503.it was reported that before a percutaneous coronary intervention, burr damage and a guide wire fracture occurred.durng a test before insertion into the patient, the physician was rotating the rotational atherectomy burr. It was reported that the rotalink burr 1.25mm cut the rotawire floppy gold. The burr was also reported as damaged. Another device was used to complete the procedure. There were no reported patient complications and the patients status was stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).